Manufacturer narrative:
The device in this report was returned to omsc for evaluation. In the evaluation of omsc the following was confirmed; the reported phenomenon was reproduced. No abnormalities were noted in the appearance of the device. The reported event appeared to be caused by defect of the printed circuit board and ccd unit due to flooding. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During the orthopedic surgery for treatment, the endoscopic image was noisy and the screen could not be seen due to the noise. The procedure was completed by removing the device and looking directly into the telescope. The device was used with a olympus video system otv-sc2. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Fluid invasion into the cc board and the printed circuit board of the cable was confirmed. No watertightness issue was found. Omsc investigated the device and confirmed that the appearance of the camera head was damaged. The exact cause of the reported event could not be conclusively determined, however there is possibility that the reported event was caused by fluid invasion into the device. Omsc guessed that the device was damaged by the customer's handling causing flooding inside the device. If additional information becomes available, this report will be supplemented.